Event description:
It was reported that a catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. Upon unpacking, outside patient's body, it was noted that the catheter was fractured. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that a catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. Upon unpacking, outside patient's body, it was noted that the catheter was fractured. No patient complications were reported and the patient's condition was stable. Device evaluated by MFR.: the device was returned for evaluation.the hub, shaft and tip were microscopically examined. The device was broken in 1 location. The location was 6.8cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fractures that were noted on the device are consistent with the device being removed from the shipping tube. The shaft showed a kink 12.5cm from the tip. No other issues reported.